Event description:
During the procedure, two (2) cook instinct endoscopic hemoclips were used on a gi bleed. The drive wire disconnected from the handles on both devices. An additional clip made by another manufacturer was used to finish the originally intended procedure. See mdrs 1037905-2013-00749 and 1037905-2013-00750. A section of the deployment device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Of the two (2) devices described, only one (1) device was made available for evaluation. Reports: 1037905-2013-00749: returned on 09/19/2013; 1037905-2013-00750: not available for evaluation. Add'l comments regarding add'l device info: the lot number could not be specified by the initial reporter. Upon review of this facility's order history, we confirmed the occurrence involves one of the three following lot numbers: w3257179, mfg date: 03/05/2013 - exp date: 03/05/2016; w3264339, mfg. Date: 03/19/2013 - exp date: 03/19/2016; w3265793, mfg date: 03/20/2013 - exp date: 03/20/2016. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history records for the three potential lot numbers were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation on this device could not be determined. Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (ie difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use state to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflex position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history records confirmed that the potential lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.